Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low r-wave amplitudes resulting in both a stored untreated episode and a delivered an inappropriate shock. An -xray was completed with indication of migration due to suspected twiddlers syndrome. Noise was unable to be reproduced with testing. The system was then programmed to the secondary vector and will be closely monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "b5" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low r-wave amplitudes resulting in both a stored untreated episode and a delivered inappropriate shock. An -xray was completed with indication of migration due to suspected twiddlers syndrome. Noise was unable to be reproduced with testing. The system was then programmed to the secondary vector and will be closely monitored. This system remains in service. No adverse patient effects were reported.